Event description:
During the resuscitation of a female under CPR, the patient was intubated via eti. The capnostat 5 mainstream etco2 detector attached to the e series monitor was attached to the patient's airway. The etco2 detector was not able to capture a waveform after the warm up phase of the device. The device connection was checked with no resultant change in operation. This patient did expire during this event.